Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call, she has been experiencing high blood glucose. Overnight it goes up to 400 mg/dl, last week it went up to 411 mg/dl. Troubleshooting for high blood glucose was performed. Customer treats highs with the insulin pump and manual syringe. Customer reported the drive support cap was flush. Customer declined to check if the device had air bubbles or leaks, site/insulin issues, settings, and high pressure test. Troubleshooting was performed for the damage. The drive support cap is protruded and hasn't pressed it while she was connected. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.